Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5145980.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 10/5/2023.